Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and two months later, the patient had lower back pain. After eleven months, the patient had low back pain. After three months, x-ray of lumbar spine 2-3 views was performed which showed inferior vena cava filter was in the midline. After five months, computed tomography of abdomen and pelvis with contrast was performed which revealed inferior vena cava filter projects over the right paravertebral region and was centered below the renal veins. There was evidence for multilevel lumbar surgery with hardware extending from l1 through s1. Intervening disc arthroplasties are apparent. On the next day, acute abdomen three views was performed which showed there was an inferior vena cava filter at l1 level. After one week, the patient experienced abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which showed an infra renal inferior vena cava filter was present. On the next day, the patient experienced abdominal pain, anteroposterior view of abdomen was performed which showed inferior vena cava filter. After one-week, computed tomography of lumbar spine without contrast was performed which showed stable inferior vena cava filter at the l1-l2 level. After one year and one month, the patient had back pain, three views lumbar spine was performed which showed inferior vena cava filter. After one week, the patient had abdominal pain, preliminary scout view of the abdomen was performed which showed there was an inferior vena cava filter. After two weeks, abdominal radiograph was performed which revealed an inferior vena cava filter again projects at the level of the l1 and l2 vertebral bodies. After four weeks, computed tomography of abdomen and pelvis without contrast was performed which showed the apex of the filter projects cephalad to the right renal vein. Calcification caudal to the level of the filter, anterior to the inferior vena cava, was consistent with phlebolith. After one-month, inferior vena cava filter removal was performed which showed through the right internal jugular vein approach, an 0.018 guidewire and micropuncture sheath were exchanged for an 0.035 angled storq wire and an 8- french dilator, advanced over a 10-french dilator and 11-french sheath advanced into the inferior vena cava under fluoroscopic imaging guidance. An ensnare device was then advanced and successfully snared the physical hook on the apex of the inferior vena cava filter. Multiple attempts were made to advance the sheath over the filter. The filter was collapsed within the sheath but would not detach from the inferior vena cava sidewall. Further attempts were abandoned, and the sheath and retrievable snare device was removed. The patient tolerated the procedure well. There were no complications. Radiographic findings: inferior vena cava venogram reveals an open inferior vena cava with inferior vena cava filter seen at the level of the renal veins. Subsequent images show multiple attempts to ensnare and retrieve the inferior vena cava filter. The filter prongs remained adherent along the caval wall and would not detach. After one year and ten months, the patient had abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed inferior vena cava filter was in place below the level of the renal vessels. After one-month, flat frontal films of the abdomen and pelvis was performed which showed there was an inferior vena cava filter traversing the l1 and l2 levels to the right of midline. After seven months, computed tomography of abdomen and pelvis without intravenous nor oral contrast was performed which showed superior extent of inferior vena cava filter at inferior t12 vertebral body. Inferior extent at inferior l2 vertebral body. A total of 6 prongs have perforated through inferior vena cava. Maximum distance prongs perforated through inferior vena cava 2.53 mm. Coronal images 14.08-degree tilt right to left. Sagittal images 3.86-degree tilt posterior to anterior. There was an inferior vena cava filter in place. The tip of the filter ends at the l1-2 level. The filter was angulated on coronal images, measuring 16 degrees. The upper filter was tilted to the left. On sagittal images, there was no significant tilt appreciated. It was not clear because of metal artifact if the tip of the filter was contained within the inferior vena cava or not. There appear to be 6 struts. All of these struts protrude through the walls of the inferior vena cava. All of the struts extend into the surrounding fatty tissues, consistent with grade 2 perforations. No definite grade 3 perforations are appreciated. There was no obvious clot seen within the inferior vena cava. The remainder of the examination was unremarkable. After three months, computed tomography of abdomen and pelvis with contrast was performed which showed inferior vena cava filter in place with head at the level of the renal vein insertions into the inferior vena cava. Penetration of filter struts beyond the wall of the inferior vena cava with one strut extending along the right renal vein and another strut extending to the periosteum of the superior l3 vertebral body. After three weeks, removal of inferior vena cava filter was performed which showed through the right internal jugular vein approach, a 5-french sheath, passed the catheter to the heart into the inferior vena cava over a wire with fluoroscopic guidance and upsized to the 10-french retrieval system over a carotid amplatz wire into the jugular vein down to the level of the filter. The dilator was removed, snare was placed and were able to engage the hook on the filter. Extracted the filter into the 10-french sheath along with the inner sheath and were able to remove it in toto. The filter was inspected and appeared to be intact as a single piece. The site was re inspected and there was no residual fragments evident. Follow-up cavogram was performed through the 10-french sheath and could see disrupted area in the right lateral wall. Additional imaging, additional angulation was obtained and confirmed area of contrast outside the cava. Finally, upsized to the 12-french sheath and placed a reliant balloon for 2 different inflations, 1 minute each. Of note, patient had no hemodynamic instability throughout this time. Follow-up cavogram showed only minimal defect and improved contour of the cava. The patient has been allowed to emerge from general anesthesia, extubated, and transferred to the recovery in stable condition. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter migration, filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.